Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3389-40, lot# j0519623v, implanted: (B)(6) 2006, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389-40, lot# j0421486v, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional reported (hcp) via a manufacturing representative that after explanted and the new ipg implanted (implant pulse generator), the patient's symptoms had not improved. It was also reported that the therapy impedance taken before the explant showed 3345 ohms at c+, 0-, 60 pw, 90 hz, 6 volts and then the therapy impedance taken after battery change with same settings with the exception that voltage was set to 5.4 volts was 3245 ohms. High impedance was noticed next day. The patient had significant improvement in bradykinesia while getting 2.5 ma of current delivery. It was unknown if the issue was resolved at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent the indications for use for this patient were parkinson's dual and movement disorders.